Event description:
Health care professional reported that the valve leaflets were thickened, and calcified after approximately 24 months. The initial impression at retrieval suggested libman-sacks disease, a "verrucous", nonbacterial endocarditis.